Event description:
It was reported that the home patient had an unknown alarm on the homechoice device during use. The patient was connected. It is unknown how the patient would complete therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a low ultrafiltration alarm was identified during a review of the event history log. Visual inspection, functional testing, and simulated therapy were performed and nothing was found that could have caused or contributed to the reported problem. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.